Event description:
The pt called to report that a lap-band device had "eroded into the stomach" and the pt had developed an infection. F/u with the surgeon in progress. The device return is pending.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis or testing had been done. Erosions and infections are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."